Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple station was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was failed to communicate with the station. A technical support specialist (tss) dialed into the server, verified that all services were running properly, and executed the "server downtime" query. They confirmed there was no communication issue between the care coordination engine and the es server. The tss reviewed the data synchronization debug log and verified that the stations were communicating with the server. Tss then logged into pes and confirmed that the stations were neither on scheduled critical override nor manually set to critical override. Upon checking the healthsight viewer, the tss observed a notice stating "patient information delayed/down" for more than three hours. The customer was informed of these findings and advised to consult their hospital it team to investigate any interface issues that might be preventing active directory messages from reaching our system. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple station was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.